Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging horrible smell, health issues like throat burn, sputum lungs, smell is a combination of burning rubber and hot plastic smell and upper chest pains there was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned for evaluation. But the repair evaluation is not yet completed. The manufacturer is submitting an updated report at this time. After completion of evaluation, a follow-up report will be filed.